Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a battery compartment crack, and battery cap damage. This report is made based on results of the investigation performed on 11/24/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: investigation revealed the display screen was discolored. A battery compartment crack was discovered. The returned battery cap threads were damaged. The battery cap was unable to attach securely to the pump. A test battery cap was able to secure properly to the pump. Unrelated to the display issue, the bolus button was torn. The bolus button was found to be appropriately responsive. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).